Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The caregiver (cg) did not know in which cycle of therapy the alarm occurred in. The therapy was already ended by the cg. The cg had already called the home patient's (hp) pd nurse (pdn) to advise of the alarm. The cg had cycled the power on the hc to the end of the therapy. A baxter technical service representative (tsr) explained the alarm causes to the cg. The cg stated that all of the supplies were connected and there were no leaks. The tsr advised the cg to either start over with new supplies or finish manually. The cg would finish the therapy manually and call the patient's pdn in the morning. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional information become available, a follow-up will be submitted.